Event description:
Covidien received info stating that the 980 ventilator became inoperative during pt transport. The pt's oxygen saturation level decreased however, this was quickly resolved when the clinician began manual ventilation via an ambu bag. It was reported that the pt has recovered and is now stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and verified the error codes in the memory logs. However, the cse was not able to duplicate the alleged malfunction. The cse performed calibrations, extended self-test, and short self-test. The device passed all testing.